Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the display controller board and replaced chassis screws. The iabp was tested to factory specifications, returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge service territory manager (stm) reported that while performing current field actions per service bulletin on the cs300 intra-aortic balloon pump (iabp), a faulty display was observed. There was no patient involvement, and no adverse event was reported.